Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, serial# unknown, product type: accessory; product ID 3093, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID neu_interstim_ins, serial# unknown, implanted: (B)(6) 2014, product type: implantable neurostimulator. Additional information determined that the correct manufacturing site for this event is site # 6000153. Final analysis of lead model 3093-28 (lot # va0me04) showed lead body outer insulation separated at a butt joint, proximal end. Insulation separated at butt joint on distal side of # 0 connector.

Manufacturer narrative:
Lead serial number was updated to (B)(4).

Event description:
Additional information report that the event was not an explant. The issue was noticed before actually implanting this lead.

Manufacturer narrative:
Concomitant medical products: product ID 3093, lot# va0me04, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID neu_interstim_ins, serial# unknown, implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reports there was no patient death and no patient injury as of reported event date. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the call was about a surgical procedure and a lead. The representative was in a procedure and they noticed at the top of lead where plastic sheath meets the metal portion of electrode 0 it looks like the plastic has slide down a little bit. It appears not to be insulated. The healthcare provider took lead out of box, took straight stylet out, put in curved stylet and when he went to enter lead into the patient he took notice of this separation and showed representative right away. The representative states it appears to have came out of box this way. It appears to be a 4-5mm gap between the plastic sheath and 0 electrode where the blue was on the proximal end of the lead which will connect to the extension. The lead was put into the patient but physician immediately removed it from pt once they noticed separation. It was reported a couple days after reported event date that the lead was not deploy in the patient. The lead was replaced with another lead. Everything went well otherwise and patient was currently in trial. It was unknown if the patient was responding to neurostimulator therapy. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available

Manufacturer narrative:
The previously reported conclusion code 92 no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.